Event description:
It was reported to philips that all the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnosis procedure. The procedure was aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and identified that the geometry tso had become partially dislodged from the jack when moved the control and inadvertently pulled slack from the cable. Upon troubleshooting actions, fse reseated the connector into the jack and restarted the system. After repairs, the system was returned to use in good working order.